Event description:
Pain. Swelling. Case description: spontaneous report was rec'd on (B)(4) 2013 from a health professional via a company rep regarding a (B)(6) mate pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (route and frequency not provided) in left knee. The lot number of synvisc was not provided. On an unspecified date, the pt experienced pain and swelling. On an unspecified date, the pt was treated with corticosteroid injection (unspecified) for the event of pain and swelling and also rec'd second injection of synvisc. The treatment with synvisc was permanently discontinued due to the events of pain and swelling and the pt did not receive the third synvisc injection. The outcome for both was not provided. Relevant concomitant medications were not provided. The intensity for the event of pain was moderate and for the event of swelling was not provided. The relationship between synvisc and both the events was not provided by the reporting health professional.

Manufacturer narrative:
The benefit-risk relationship of synvisc is not affected by this report.